Manufacturer narrative:
The info provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury.investigation summary: investigation into this event showed that testing the sample on an alternate analyzer gave negative results. Repeat processing of the sample on the first analyzer also gave negative results. The discrepant results observed were limited to only one of 50 hepatitis samples processed. Datalog files have been requested but not yet provided by the customer. The root cause of the event has not been determined.

Event description:
A customer observed a false positive ahbc result on a pt sample tested on the eci analyzer. The result did not agree with results obtained on a different eci analyzer. The false positive results were not reported. False positive results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.